Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to detach from the catheter because the spring in the handle broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter. Block h11: investigation summary media of the resolution 360 clip was analyzed, and a media inspection noted evidence of a control wire kink. The reported event of clip failure to release from catheter and handle break was not confirmed. Based on all the reported information available and provided media from the customer since the device was not returned, the investigation could not establish any problems related to the reported issue, "clip failure to release from catheter" as the media doesn't show if the clip assembly is deployed. Therefore, "unable to exclude device problem" was chosen as the cause for this failure. However, during media analysis, it was found that the control wire was kinked, it is possible that the failures found in the device occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Additionally, the reported code "handle break" will be concluded as "device problem excluded" without the device for functional testing. All compiled information on this investigation determines that the most probable cause is "adverse event related to procedure".

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to detach from the catheter because the spring in the handle broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.